Manufacturer narrative:
The product is a collagen based material designed to resorb into the body. The material degradation would not allow for the device to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The user facility reported the following incident: awoman had a large stage iii decubitus ulcer on her left leg. The patient was admitted in 2007 to the hospital with a gram positive cocci infection, staph aureus, and mrsa negative. The blood cultures were positive and increased white blood cell count. The patient was debrided on the same day and lavaged with bacitracin and then placed on IV fluids with vancomycin and then levoquin. The physician knew of systemic infection and tried to eradicate prior to placement of bmwd to prevent amputation of the leg. The patient was debrided extensively the next month with instrument and with aspirating water (possible source of new infection). Mwd was used to fill the void in the leg and then placed bmwd on the top. Twelve days later, exudate was noticed when the dressings were changed and a sample was sent out for culture and identification; blood cultures and urinalysis negative. The patient was placed on bactrim/septra. Four days later, the physician noticed no infection on the wound bed, but the bmwd did not take due to the infection. The next day, the physician removed what was left of the graft. Three days later, the results of the tests received the laboratory's identification of the organism as stenotrophomonas maltophilia, a gram negative bacillus found in soil, water, urine, respiratory infections. The post-operative infection was different from initial infection of gram positive cocci. A wound vac was placed on the patient's leg. The next day, another sample was submitted from the site for culture. The physician hopes that the site is free of infection and will re-apply bmwd and mwd. This incident is related to MDR number 1121308-2007-00017.